Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the high definition lcd monitor had no signal while preparing for use prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to switch serial digital interface (sdi) cable from sdi-1 to sdi-2 and switch video input on monitor to sdi-2. The video was present on the monitor, verifying that sdi-1 port was bad. The customer will use monitor with sdi-2 input, may have unit repaired at later time. The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.